Manufacturer narrative:
The physician reported that he did not feel that the device led to the infection, and that it was the incision itself that caused the infection. However, because the device may have contributed to the infection, the manufacturer is reporting out of an abundance of caution. As the manufacturer was not made aware in a timely manner, no analysis or testing can be done. Current device labeling addresses the reported event as follows: "possible complications include infection, seroma, pain, scaffold migration, wound dehiscence, hemorrhage, adhesions, hematoma, inflammation, extrusion and recurrence of the soft tissue defect."

Event description:
Physician reported that in up to three breast surgeries (one mastopexy and two breast reductions) performed in the preceding months and in which he used galaform 3d, he observed redness/rash with infection. The issue was seen as wound dehiscence at the t-junction of the wound closure and followed the line of the product rim. Debridement was performed with a portion of the mesh removed, and the events resolved without sequelae. Physician reported that in up to three breast surgeries (one mastopexy and two breast reductions) performed in the preceding months and in which he used galaform 3d, he observed redness/rash with infection. The issue was seen as wound dehiscence at the t-junction of the wound closure and followed the line of the product rim. Debridement was performed with a portion of the mesh removed, and the events resolved without sequelae.